Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Review of tracking and trending for the architect anti-hbs reagent did not identify an increase in complaint activity related to the complaint issue. An increase in complaint activity was not identified for the complaint lot. The overall performance of the architect anti-hbs reagent reviewed using field data from customers. The review of field data determined the number median patient values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and was found to address the customer reported event. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent lot 62436fz01 was identified.

Event description:
The customer reported false elevated architect anti-hbs. The customer provided the following data: architect anti-hbs result was 10.87iu/l (positive). Per package insert: based on the world health organisation recommendation, an anti-hbs concentration = 10 miu/ml (10iu/l) is regarded as being protective against hepatitis b viral infection. Patient information: multiple myeloma patient who was treated with dabohua monoclonal antibody. There was no reported impact to patient management.

Event description:
The customer reported false elevated architect anti-hbs. The customer provided the following data: architect anti-hbs result was 10.87iu/l (positive). Per package insert: based on the world health organisation recommendation, an anti-hbs concentration = 10 miu/ml (10iu/l) is regarded as being protective against hepatitis b viral infection. Patient information: multiple myeloma patient who was treated with dabohua monoclonal antibody. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number: 07c18-78 that has a similar product distributed in the us, list number: 1l82, with 510k/PMA/bla number: p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.